Event description:
Unable to interrogate device post lvad surgery. No adverse patient events reported, should additional information become available this file will be updated. Device remains implanted.

Manufacturer narrative:
6/5/2019 - nurse at the va filed a voluntary medwatch report with FDA, mw5086761. The report indicated that there was rf interference from the heartmate iii lvad. They used an iron frying pan between the devices to manage communication. No programmer tests were possible. The ICD remains implanted. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.